Event description:
Upon removal from the vessel, the wire guide tip frayed, causing the patient pain in her arm from her hand to her shoulder. Ultrasound was not used in the wire's placement. It is unclear whether this is a use error or a product problem, and arrow is working with us to determine if additional education is needed.======================manufacturer response for radial artery catheterization set:(per site reporter) firm is working with us to determine if additional education is needed with respect to placement. We have a sample from the same lot that we will return.